Event description:
During a coronary drug eluting stenting treatment procedure, deflation difficulty occured. The taxus express2 2.5x24mm drug eluting stent was deployed in the left anterioer descending artery but the balloon would not deflate. The physician was able to eventually manipulate it and the balloon was inflated for less that one minute. No pt complications occured.